Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the main 4.1 drawer was not detected on the bus. The field service engineer (fse) confirmed that enhance half-height drawers 4.1 and 4.2 were off the bus. The back panel was opened, and the data diagnostic light on the pyxie bus module board for drawer 4.1 was observed blinking. The station was powered off, the row board cable was reseated, and a damaged retractor band was replaced. The drawer was tested in diagnostics and resulted in a successful feed. The customer recovered multiple cubies, and normal operation was restored. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es rc-onp2 main 4.1 drawer bus was not detected. The customer attempted multiple recovery steps, including restarted, rebooted, and powered the unit off and on; however, the failed drawer could not be recovered. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.